Event description:
A journal article was reviewed which contained information regarding multiple lead models. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead dislodgements, small ¿p¿ waves, high thresholds, atrial undersensing, and inappropriate shocks. It was noted that some of the leads required invasive intervention, however, the status of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple manufactures were referenced in the article. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: prediction of midterm performance of active-fixation leads using current of injury. Pace pacing and clinical electrophysiology. 2014;37(2):231-236. (B)(4).